Event description:
The pt was implanted with a left ventricular assist device (lvad). During haemostasis state at implant the pump stopped. The speed of the pump reached 1800 rpms and then stopped again. The surgeon was unable to restart the pump with the system monitor. The system controller was replaced and the pump restarted and functioned normally. The pt remained stable without any effects during the event.

Manufacturer narrative:
The pump remains implanted and in use by the pt and no further issues have been reported. The MFR is attempting to acquire the system controller (pc-10971-c) that was replaced for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The patient remains on vad support with the pump. The reported pump stop events were confirmed based on the evaluation of the patient¿s event history that was submitted; however, a specific cause for the events could not be determined. The event history contained approximately 12 minutes of data that captured intermittent pump stoppages and low speed events that were less than 1800 rpms. The data appeared to be consistent with events where the system controller was attempting to start the pump. The patient's system controller was replaced and the pump started up normally. The returned system controller ((B)(4)) was functionally evaluated and was determined to be operating as intended. The system controller operated a mock circulatory system with no unusual events or alarm conditions observed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.